Event description:
A call to patient services on (B)(6) 11 states that patient thinks their device is beeping. No other information is available. Patient services referred patient to medtronic. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).